Event description:
Pt sated the whisperject jammed and wouldn't release the med to be able to inject it. Her husband tried again to insert the syringe into the whisperject, but still couldn't get it to work right. So he gave it to her "free hand" without whisperject - says she has a quarter sized welt around the injection site now. She also wanted to report the whisperject is complicated to use and has many moving parts. She wishes it could be simplified. Dates of use: (B)(6) 2018 - present. Diagnosis or reason for use: ms.